Manufacturer narrative:
Device not returned. The information was learned through implant patient registry. Through follow-up with the health-care provider, it was learned that the device is unavailable for evaluation. The device history record (DHR) review has been completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 12.70 months. Through follow-up with the health-care provider, additional information and a copy of the operative report were received. It was learned that the device was explanted due to bacterial endocarditis.